Manufacturer narrative:
The insulin pump was received with button error alarm and unresponsive buttons due to corroded keypad traces. No ramping numbers were noted. The device was also received with cracked battery tube threads and cracked reservoir tube lip. No moisture damage on motor assembly or electronic assembly noted during visual inspection.

Event description:
The customer reported via phone call that the insulin pump alarmed button error. The customer stated that when she was finally able to clear the alarm, the up arrow button got stuck and the number where ramping up when trying to program a bolus. She stated there is a crack at the battery compartment and the device might have been exposed to moisture. Blood glucose value was 97 mg/dl. Customer was advised to discontinue the use of the device and revert to a backup plan. The insulin pump was replaced and returned for analysis.